Event description:
Revision surgery - due to the pt falling on the ice and fracturing, the glenoid 6.5 screw. The surgeon removed the baseplate and replaced it with a zimmer baseplate.

Manufacturer narrative:
The reason for this revision surgery was due trauma after 1.2 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Part of the device was left in the patient, the other part was disposed of and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part #: 508-32-104) flagged for minor scratches, the parts were accepted with the justification that the scratches would not affect fit or function. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause of the trauma was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.